Manufacturer narrative:
The endoscope was not returned to olympus for the evaluation. An olympus staff visited the facility for investigation of the reprocessing step and found the facility did not connect all channels to the drying cabinet. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2015-00874, 8010047-2015-00876, 8010047-2015-00877,. , 8010047-2015-00878, 8010047-2015-00879, 8010047-2015-00880, 8010047-2015-00881, 8010047-2015-00882, 8010047-2015-00883, 8010047-2015-00884, 8010047-2015-00885, 8010047-2015-00886, 8010047-2015-00887, 8010047-2015-00888, 8010047-2015-00889, 8010047-2015-00890, 010047-2015-00891, 010047-2015-00892, 010047-2015-00893, 010047-2015-00894, 010047-2015-00895, 010047-2015-00896, 010047-2015-00897, 010047-2015-00898.

Event description:
Olympus medical systems corp. (Omsc) was informed that bronchial lavage samples from 25 patients tested positive for methylobacterium mesophilicum bacteria and the facility concluded that the three bronchoscopes (bf-xp160f; s/n(4), bf-q180;s/nb)(4), bf-q180;s/nb)(4)) were the source of the bacteria according to the epidemiological research and bacteriological culture by the facility. Since the bacteria was reportedly rare and unique bacteria were cultured from each of the three endoscopes, the facility concluded that something was wrong in the reprocessing or drying steps of the facility. The three endoscopes tested negative after the facility performed an ethylene gas sterilization of them. It was reported that there was no symptom from the bacteria in the 25 patients. It was not identified which endoscope was used for each patient.